Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: 2009, inratio: 1.5, lab: 2.3. "Caller also alleged imprecision with inratio meter. Results as follows:" one month prior: 1.2, one week later: 6.7, one week later: 2.1, one week later; 1.8, one week later: 1.5. She is not changing any medications.

Manufacturer narrative:
In 2009 - discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: 2009, inratio: 1.5, lab: 2.3, mean: 1.9, confidence limits: 1.3-2.7. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. The inr values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No product testing is required. The user also provided inr data from four different days in one month (1.2, 6.7, 2.1, 1.8). Correlation study cannot be performed on this data as they more than 3 hours apart (which MFR considers a valid test range) and there is a high possibility that the discrepancies are due to changes in the status of the pt. The customer indicated that product would not be returned, so no further investigation is possible. No corrective action required as no product deficiency was established.